Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-03246 and 2134265-2018-03245. It was reported that automatic pullback failure occurred. A 220v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During the procedure, the physician failed to pull back the catheter. The procedure was completed using this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a bent connector in the lemo cable. The unit was unable to perform the pullback test because an error occurred when the test was activated. By inspecting the pullback gear and moving easily with a finger the reported issue may have been caused by a defective mcu pca board. The investigation conclusion isolated the failure to a specific component within a bsc system or assembly which contributed to the event; however the cause for the component failure is unknown. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-03246 and 2134265-2018-03245. It was reported that automatic pullback failure occurred. A 220v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During the procedure, the physician failed to pull back the catheter. The procedure was completed using this device. No patient complications were reported and the patient's status was stable.